Event description:
The device prompted connect electrodes and an analysis of pt rhythm could not be performed as a result. An als crew arrived on scene and connected their manual defibrillator to the pt through the same electrodes. The als device was also reported to have prompted connect electrodes. The electrodes were replaced with another set and proper operation was then observed. Pt outcome was not reported. There was no reported association between the alleged discrepancy and any adverse affects to the pt.